Manufacturer narrative:
The event occurred in (B)(6). (B)(4). Initially, the customer did not provide the lot number of the device and upon investigation, 3 different lancet devices were returned. It is unknown which device was the complaint product.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Return of suspect device was requested and replacement was sent.